Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: unk; inratio: 2.1; lab: 2.1; (B)(6) 2011; 3.4; ---; (B)(6) 2011; 2.5/ 2.0. Pt used a different lot of strips (234523). Caller also stated on friday she had nose bleed, but it stopped on its own. She called doctor who advised her not to take coumadin that day.